Event description:
Complainant alleged that staff members attempted to defibrillate a pt (age and gender unknown) during a surgical procedure. They attempted to charge the unit using internal paddle handles and the unit would not charge. The staff obtained another set of handles and treated the pt. There was no adverse effect on the pt.

Manufacturer narrative:
Na